Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and polarity switch. The right atrial (ra) lead exhibited diminished sensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event. Model number 4317 serial number (B)(6). Health effect code: 4582. Device problem code: 2285, 1661. Reference report: mw5183328. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).